Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins). Consumer reported their interstim hadn't been working as well. After interrogation, ¿significant impedance of the lead¿ was found. The patient had their malfunctioning lead replaced on (B)(6) 2018. Health care professional reported the other lead ¿was found to have no impedance and was working fine.¿ no further complications reported/anticipated.